Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. Depuy (B)(4) was unable to retest the retained sample of this product, this product has been identified as being approximately 5 years old and the retained samples have expired retention in accordance with the quality retained sample procedure (B)(4). Depuy (B)(4), the manufacturing facility, reviewed the device history records and found the results met with qc specifications prior to release of any product. A search of the complaint database found no prior reports for the cement part and lot number combination. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the femoral was unavailable. Without a retained sample to test no conclusive root cause can be identified. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address femoral loosening at the cement/bone interface. Depuy cement was used in the primary surgery.